Event description:
Allegedly the patient was revised due constant pain and the cup sliding out of place (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-00981, 00982, 00983.